Event description:
The customer reported a falsely elevated potassium result generated on the alinity c processing module on a female patient. The following results were provided: sid (B)(6) = 6.57 / 4.26 mmol/l, another method = 4.26 mmol/l reference range: 3.6-4.5 mmol/l no impact to patient management was reported.

Manufacturer narrative:
As part of troubleshooting the sample needle was replaced. Further troubleshooting was not continued as the analyzer was being uninstalled. The ict sample diluent used to analysis of electrolytes on alinity c processing module. Review of tracking and trending of the complaint lot and list number did not identify any trends. Device history review did not identify any nonconformances or deviations. The historical performance of the alinity c ict sample diluent was evaluated using data gathered from customers worldwide. The patient data was analyzed and compared to an established control limit. The patient median result for the complaint lot is within established control limits, indicating the lot is performing as expected. Labeling was reviewed and found to adequately address the issue under review. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency for the alinity c processing module, sn (B)(6) , or the alinity c ict sample diluent, lot 60133un25, was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated potassium result generated on the alinity c processing module on a female patient. The following results were provided: sid (B)(6) = 6.57 / 4.26 mmol/l, another method = 4.26 mmol/l reference range: 3.6-4.5 mmol/l. No impact to patient management was reported.